Manufacturer narrative:
Qc was within the established ranges prior to the event. A routine system check was performed on (B)(6) 2010 and met the instrument specifications. Bci field service engineer (fse) verified the instrument. No issue was noted. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reactive toxoplasma igg (toxo igg) results generated by unicel dxi 800 access immunoassay analyzer for one patient. The results were not reported out of the laboratory. Subsequent testing with a new reagent pack produced a lower, non-reactive result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.